Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator decided to discontinue a routine hemodialysis treatment procedure without rinseback of the pt's blood due to an unspecified problem during the treatment. This resulted in an estimated blood loss of 210 cc. No medical intervention was required as a result of the blood loss. The operator reported that he thought that there was a problem with the cartridge as it had a blocked effluent line and appeared as if the pump tubing was flattened.

Manufacturer narrative:
There is no evidence that a device malfunction occurred. Inspection of the returned cartridge determined that there were no mfg or component defects. There was no obstruction found in the cartridge effluent line. The cartridge did, however, show evidence that there had been a restriction in the flow of dialysate in the fluid mgmt pathway such as caused by a clamped line. Any significant restriction in fluid flow will trigger pressure alarms in the cycler. Device labeling provides adequate instructions for troubleshooting alarms and states to discontinue treatment and rinseback the pt's blood if alarms cannot be resolved promptly. There have been no similar problems reported with this lot of cartridges. The exact cause is unk and will continue to be monitored as part of the routine complaint process. A direct correlation between the nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff. Nxstage medical considers this report closed. No add'l info will be provided.